Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 6000 c501 module for approximately 13 patient samples. The initial results were low, around 1.0 mg/dl. The repeat results were normal values. One specific example was provided of an initial result of 1.2 mg/dl, and a repeat result of 9.4 mg/dl. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.